Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased two and a half years within the first six weeks of implant. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device had a weekly battery remote monitoring before it was explanted. This device returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 3: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental 1: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased two and a half years within the first six weeks of implant. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device had a weekly battery remote monitoring before it was explanted. This device returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 4: upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature discharge of battery and estimated longevity not as expected. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the premature discharge of battery and estimated longevity not as expected were caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. Supplemental 3: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental 1: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks after implant the battery showed two and a half of longevity left and a battery consumption of 246%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device had a weekly battery remote monitoring before explanted. This device is expected to be return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks after implant the battery showed two and a half of longevity left and a battery consumption of 246%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device had a weekly battery remote monitoring before explanted. This device returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental 1: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Six weeks after implant the battery showed two and a half of longevity left and a battery consumption of 246%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and has been scheduled with a previous weekly battery remote monitoring. This device remains in service at the moment. No adverse patient effects were reported.